Event description:
A distributor reported that a pump issued a cartridge alarm during an insulin pumping session, with the alarm continuing despite loading a new cartridge. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Ultimately, technical support decided to replace the pump, and the customer declined to disclose the backup insulin therapy that would be used during the pump replacement process.